Event description:
End-user found multiple syringes that would not draw up insulin. He administers insulin to his pet dog, and when trying to draw insulin, the syringe would not draw any liquid.

Event description:
End-user found multiple syringes that would not draw up insulin. He administers insulin to his pet dog, and when trying to draw insulin, the syringe would not draw any liquid.